Event description:
Meter name: ot basic. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: sleepy. A pt reported they were unable to test. Their meter allegedly had no power. There was no result on their meter. There were no other tests or comparisons noted. Not treated.